Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade (left grip) was returned detached from the instrument. The blade fracture is located at the cross section of the grip cable crimp. The fracture plane of blade is straight. The intact blade does not exhibit damage at the tip. No other damage found.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure the monopolar curved scissors instrument broke and a fragment fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported by this account.